Event description:
The clinic reported that a laser vision correction patient developed transient light sensitivity syndrome (tlss) on both (ou) eyes, at 8 day post op visit. The clinic reported patient experienced the light sensitivity increasing indoors and outdoors. The clinic increased the topical steroid dosage. The surgery center indicated the tlss had not cleared up within 8 weeks. The patient did not experience loss of best corrected visual acuity (bcva). Through follow up, the surgery center indicated the transient light sensitivity had resolved and no secondary surgery was required.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.